Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported "pump does not detect the closing of the door" was not reproduced but rather a system error 321 (link switch error up) occurred. A review of the event history log revealed multiple "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper auxiliary. The upper auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that would not detect the closing of the door. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.